Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. During in house testing, error c-34 was found at power on test. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that error c-34 was observed when firing monopolar energy. The customer stated that the fault was now permanent with monopolar energy only. The tse could not check the logs at the moment due to onsite not connected. The customer stated that they were at the end of the surgery and the surgeon was using bipolar energy to finish. The customer did not reboot the system yet. The tse asked if surgeon could finish the surgery first and then reboot the iesu to see if error would still persist. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was robotically completed with the same erbe without using monopolar energy and only using bipolar energy. There was no patient injury or harm.